Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported since starting to use therapy, they were having a hard time getting their implant to take and hold a charge, and the implant took a long time to charge up. Pt was concerned because the 'body' part was running down quickly and they struggled getting a charge of more than 50% delivered to the implant battery (which took 1.5 hours from low/red battery level). Pt had gone out to the store and back before contacting patient services, and the 50% charge had gone down to the red/low battery level again. Agent had pt begin a charging session, and they confirmed that the recharging quality was excellent, and was able to get up to 30% while on call. Pt stated they could not deliver a charge to their implant if they were wearing a sweater under the recharger paddle. Pt also confirmed they kept turning their controller screen on while charging because they wanted to make sure their quality stayed at excellent. Agent inquired if pt was still healing from the recent implant surgery; pt confirmed. The issue was not resolved. Agent reviewed information with pt and directed them to follow up with a rep for potential reprogramming session to address charge depletion.